Event description:
It was reported that during the surgery that took place on (B)(6) 2015 two bone plugs broke, code 09390114, one from lot l7396 and one from lot l7247. An exeter plug introducer was used in this procedure. No adverse outcome was reported.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured device involving an exeter bone plug was reported. The event was confirmed. Method & results: device evaluation and results: material analysis was performed on the returned segment of the bone plug and indicated that the bone plugs of both introducers failed in overload. The exact location of the fracture origin for each of the surfaces was not possible to be determined due post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review was satisfactory. Complaint history review: complaint history review confirmed that there have been two other similar events for the reported lot, reference trend (B)(4). Conclusions: based on material analysis that was performed on the returned segment of the bone plug, it was indicated that the bone plugs of both introducers failed in overload. The exact location of the fracture origin for each of the surfaces was not possible to be determined due post-fracture degradation of the polymer material. No material or manufacturing defects were observed on the device features examined a CAPA trend analysis was conducted for the reported failure mode and concluded that fracture of exeter bone plugs may result from factors such as errors made during use or design factors. No further investigation for this event is possible at this time as the device was not received by stryker orthopaedics. If the device becomes available, this investigation will be reopened.

Event description:
Update as per duplicate pi: the customer reported that the im plug allegedly broke on insertion. The surgeon was able to recover all pieces and an alternative plug was used to complete the case. The product cannot be returned in this case as the customer is retaining the product for their own internal investigation. This case resulted in a loss of theatre time and cost implications. The rep will clarify whether there was a surgical delay.